Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a broken sore under the back-therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was issued larger garments and the nurse assisted with the use of comfort foam, border gauze, and vaseline. Follow up indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a broken sore under the back-therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was issued larger garments and the nurse assisted with the use of comfort foam, border gauze, and vaseline. Follow up indicated the irritation improved.